Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose at the level of 529 mg/dl. The customer treated high blood glucose with manual injection. Troubleshooting was preformed. The insulin pump was not returned for analysis.